Event description:
The co rep called to report that the customer had been hospitalized. The customer was called and found that she had been hospitalized with a low blood glucose reading of 46 mg/dl. The paramedics were called because the customer had a seizure and she was unresponsive. Troubleshooting was attempted, but the insulin pump gave repeated motor error alarms during the rewind. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.